Event description:
Case involves an 83 y/o female pt with multiple medical conditions. Pt was admitted to the hospital on 1/30/97 because of "failure of permanent pacemaker with removal due to erosion of the pacemaker generator through the skin." Pacemaker was removed entirely by dr.